Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with cracked battery tube threads.

Event description:
The customer's family was reported via phone call that the insulin pump had battery thread issue. Customer¿s blood glucose e level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.